Event description:
It was reported that technical services (ts) received a request for a consult review of this pacemaker device presenting electrogram (egm). Upon review, oversensing of noisy signals were observed. Ts determined that the oversensing noise seen appear to be either due from a medical procedure or electromagnetic interference (emi). No adverse patient effects were reported. This pacemaker remains in service.